Event description:
The pt ((B)(6)) received a dbs system which included a lead, lead extension and ipg. It was reported while removing the lead protection boot from the dbs lead, the end contact was stripped from the lead and remained inside the lead boot. The lead was connected to the extension and ipg. Two of the four contacts worked properly. No further info is available at this time.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.